Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia(heavy menstrual bleeding) / blood clots/abnormal bleeding (vaginal, menorrhagia)') and intestinal perforation ('perforation (other) please describe and state the location of the perforation: bowel') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criterion medically significant), syncope ("faintness/neurological conditions or problems type: fainting spells"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia(painful sexual intercourse),"), dysmenorrhoea ("dysmenorrhea(cramping)/dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("allergic rash"), allergy to metals ("nickel allergy"), psychological trauma ("psychological injuries/psychological or psychiatric problems"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headache") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (d and c). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, intestinal perforation, syncope, pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, dermatitis allergic, allergy to metals, psychological trauma, vaginal infection, fatigue, alopecia, migraine, headache and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, intestinal perforation, menorrhagia, migraine, pelvic pain, psychological trauma, syncope, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for- dyspareunia, dysmenorrhea, pelvic pain, abdominal pain, back pain and menorrhagia. Discrepancy noted between pfs 1- (B)(6) 2007-essure confirmation test result unknown and pfs - did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified)result-test unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality-safety evaluation of product technical complaint. Essure model no. Updated from 305 to 205. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('perforation (other) please describe and state the location of the perforation: bowel') and menorrhagia ('menorrhagia(heavy menstrual bleeding) / blood clots/abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), syncope ("faintness/neurological conditions or problems type: fainting spells"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia(painful sexual intercourse),"), dysmenorrhoea ("dysmenorrhea(cramping)/dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("allergic rash"), allergy to metals ("nickel allergy"), psychological trauma ("psychological injuries/psychological or psychiatric problems"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headache") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). Essure treatment was ongoing at the time of the report. At the time of the report, the intestinal perforation, menorrhagia, syncope, pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, dermatitis allergic, allergy to metals, psychological trauma, vaginal infection, fatigue, alopecia, migraine, headache and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, intestinal perforation, menorrhagia, migraine, pelvic pain, psychological trauma, syncope, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for- dyspareunia, dysmenorrhea, pelvic pain, abdominal pain, back pain and menorrhagia. Discrepancy noted between pfs 1- (B)(6) 2007-essure confirmation test result unknown and pfs - did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified)result-test unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: pfs received. New events: bowel perforation and vaginal bleeding were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.